Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed blood at the infusion site and the ilet pump screen became unresponsive, prompting guided site change and determination that a replacement was required; blood glucose was reportedly unaffected and the device was deemed no longer water resistant, with backup therapy advised. Symptoms included an infusion site issue without reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included device replacement and continued cgm data receipt, with instructions provided to sync therapy data and return the device. Investigation included review of the reported malfunction and logistics tracking to confirm return of the device. Investigation of this device revealed a screen/display malfunction consistent with a device hardware failure, with no alerts or alarms reported and no impact to glycemic status at the time of the event.